Manufacturer narrative:
Device passed displacement test; it failed sleep current measurement and active current measurement tests. After further review of the device¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to electrical board 2.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not received low battery before the change battery. Customer stated that the battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.